Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the insufflator was tested, but the air insufflation issue as reported by the customer was not observed. Technical evaluation and a further inspection couldn¿t highlight the customer claim related to an air flow issue. No pressure fluctuations as indicated were identified during testing. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been returned to olympus and the customer's allegation was not confirmed. The device passed testing and no anomalies were noted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
The customer reported to olympus, the rates of pressure on the high flow insufflation unit were fluctuating during a robot-assisted prostatectomy. The unit started out at 15 mmhg, increased to 40 mmhg, decreased to 4 mmhg, increased to 20 mmhg and then decreased to -4 mmhg. After the pressure fluctuation ceased, the unit would work as intended. The device would empty the abdomen of co2. The procedure was completed with the subject device. There was a 15 minute delay in the procedure. There were no reports of patient harm associated with this event.